Event description:
Related manufacturer reference number: 2017865-2025-00244. It was reported that the patient presented to the hospital post-procedure and the pacemaker was found to be in backup vvi mode and exhibited high capture threshold. While the right ventricular lead also exhibited a high capture threshold, and the physician alleges the connectivity between lead and set screw could contribute to the allegation. The physician explanted and replaced the active system - pacemaker and right ventricular lead to resolve the issue. The patient experienced no consequences.

Event description:
New information noted that the device was programmed to vvi mode during the initial implant procedure and post-procedure follow-up, the device exhibited a high capture threshold issue.

Manufacturer narrative:
The reported events of capturing problem, device in backup mode, and loose or intermittent connection were not confirmed. The device was received with programming set to high and above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed under nominal and its revealed the field conditions indicated normal functionality. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported events. During the analysis normal connection was observed. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.